Event description:
It was reported that a pt who had received v.a.c. Therapy after a surgical exploration procedure for an abdominal wall abscess in 2009, was presented to the hospital with abdominal pain four months later. Upon admission, a CT scan showed a localized abdominal wall abscess, no systemic infection present. From the info provided, it cannot be determined if the previous abscess was recurrent or a new abscess occurred. It was reported that the pt was taken to the operating room the next day, for exploration of the abdominal wall abscess. During exploration of the wound, it was reported that two pieces of foreign material were removed. Based on info provided, the foreign material removed cannot be confirmed as foam used with v.a.c. Therapy. It was reported that the pt was treated with v.a.c. Therapy post operatively from 2009 until discharge in 2009. The pt was not discharged home on v.a.c. Therapy.

Manufacturer narrative:
Kci records indicate that this pt underwent a laparoscopic ovarian cystectomy in 2009, and was discharged home the same day. Two days later, the pt was readmitted to the hospital with abdominal pain. The pt was taken to surgery for exploration of an abdominal wall abscess then transferred to the floor for IV antibiotic treatment and wound care. Kci records indicate that the pt was treated with v.a.c. Therapy for four months in 2009, while in the hospital, then discharged home (date not specified), with incomplete healing of the abdominal wound. The pt was not discharged home with v.a.c. Therapy. Info provided to kci indicates that the hospital did have a protocol for counting and recording foam pieces. This report is being filed due to possible use error which may have contributed to the reported event. V.a.c. Labeling warns under "foam placement": "do not place any foam dressing into blind/unexplored tunnels. The v.a.c. Whitefoam dressing may be more appropriate for use with explored tunnels. Always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart." It also states under "foam removal": v.a.c. Foam dressing are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse event."